Manufacturer narrative:
(B)(4). The uim has been returned to vyaire and is currently waiting investigation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the uim touch screen on the avea ventilator is intermittently not working. Specifically, sometimes when they touch the icons the touch screen does not respond. The customer stated there was no patient involved.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. Any additional information received regarding this complaint will be submitted in a follow-up report.